Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device misuse "it was recommended that another coil be placed in the left fallopian tube" on (B)(6) 2007 and device use error "the coil bent as doctor tried to place essure procedure" on (B)(6) 2007. Medical conditions: she had not experienced severe abdominal and pelvic pain before essure. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2007, 5 months 3 days after insertion of essure (ess205), the patient experienced complication of device insertion ("a second attempted essure procedure, this procedure was abandoned"). The patient was treated with surgery (on (B)(6) 2007, laparoscopy with left salpingectomy (removal of her left fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation and complication of device insertion had resolved. The reporter considered complication of device insertion and device dislocation to be related to essure (ess205). The reporter commented: plaintiff's symptoms were resolved with the removal of her left fallopian tube. Diagnostic results: on (B)(6) 2007: hysterosalpingogram: right fallopian tube was occluded, left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Hcp recommended that another coil be placed in the left fallopian tube. On (B)(6) 2007: hysteroscopy examination for second attempt of essure insertion in left tube, essure bent during placement attempt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was not event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer/attorney refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and three months later she underwent a hysterosalpingogram (confirmation test) which concluded that the left fallopian tube showed lateral position of the essure coil, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end (seen as device dislocation). Two months later the consumer underwent a laparoscopy with left salpingectomy. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body, into the fallopian tube or into abdominal cavity. In the present case, the exact time point of device dislocation is unknown; however, it was diagnosed only three months after insertion procedure. Taking this into account and given the event's nature causality between device dislocation and essure cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "it was recommended that another coil be placed in the left fallopian tube" and device use error "the coil bent as doctor tried to place essure procedure". Medical conditions: she had not experienced severe abdominal and pelvic pain before essure. On (B)(6) 2007, the patient started essure (ess205). In 2007, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2007, the patient experienced complication of device insertion ("a second attempted essure procedure, this procedure was abandoned"). The patient was treated with surgery (on (B)(6) 2007, laparoscopy with left salpingectomy (removal of her left fallopian tube)). Essure (ess205) was withdrawn. At the time of the report, the device dislocation and complication of device insertion had resolved. The reporter considered device dislocation and complication of device insertion to be related to essure (ess205). The reporter commented: plaintiff's symptoms were resolved with the removal of her left fallopian tube. Diagnostic results: on (B)(6) 2007: hysterosalpingogram: right fallopian tube was occluded, left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Hcp recommended that another coil be placed in the left fallopian tube. On (B)(6) 2007: hysteroscopy examination for second attempt of essure insertion in left tube, essure bent during placement attempt. Company causality comment: this spontaneous non-medically confirmed case report received via lawyer/attorney refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and three months later she underwent a hysterosalpingogram (confirmation test) which concluded that the left fallopian tube showed lateral position of the essure coil, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end (seen as device dislocation). Two months later the consumer underwent a laparoscopy with left salpingectomy. Device dislocation is a serious event due to medical significance and is anticipated in the reference safety information for essure. Other non-serious events were also reported. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body, into the fallopian tube or into abdominal cavity. In the present case, the exact time point of device dislocation is unknown; however, it was diagnosed only three months after insertion procedure. Taking this into account and given the event's nature causality between device dislocation and essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left fallopian tube shows lateral position of the essure device, opacification / filling of the medial half of the fallopian tube, then no free spill from the fimbrial end') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the coil bent as doctor tried to place essure procedure" on (B)(6) 2007. Medical conditions: she had not experienced severe abdominal and pelvic pain before essure. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2007, the patient experienced intentional device use issue ("it was recommended that another coil be placed in the left fallopian tube") and complication of device insertion ("a second attempted essure procedure, this procedure was abandoned"), 5 months 3 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2007, laparoscopy with left salpingectomy (removal of her left fallopian tube). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation and complication of device insertion had resolved and the intentional device use issue and genital haemorrhage outcome was unknown. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and intentional device use issue to be related to essure (ess205). The reporter commented: plaintiff's symptoms were resolved with the removal of her left fallopian tube. Diagnostic results: on (B)(6) 2007: hysterosalpingogram: right fallopian tube was occluded, left fallopian tube shows lateral position of the essure device, opacification / filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Hcp recommended that another coil be placed in the left fallopian tube. On (B)(6) 2007: hysteroscopy examination for second attempt of essure insertion in left tube, essure bent during placement attempt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was not event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received new reporter information was added. Genital bleeding was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the coil bent as doctor tried to place essure procedure" on (B)(6) 2007. Medical conditions: she had not experienced severe abdominal and pelvic pain before essure. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2007, the patient experienced intentional device use issue ("it was recommended that another coil be placed in the left fallopian tube") and complication of device insertion ("a second attempted essure procedure, this procedure was abandoned"), 5 months 3 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2007, laparoscopy with left salpingectomy (removal of her left fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation and complication of device insertion had resolved and the intentional device use issue and genital haemorrhage outcome was unknown. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and intentional device use issue to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: plaintiff's symptoms were resolved with the removal of her left fallopian tube. Diagnostic results: on (B)(6) 2007: hysterosalpingogram: right fallopian tube was occluded, left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Hcp recommended that another coil be placed in the left fallopian tube. On (B)(6) 2007: hysteroscopy examination for second attempt of essure insertion in left tube, essure bent during placement attempt quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end') in a 27-year-old female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the coil bent as doctor tried to place essure procedure" on (B)(6) 2007. Medical conditions: she had not experienced severe abdominal and pelvic pain before essure. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2007, the patient experienced intentional device use issue ("it was recommended that another coil be placed in the left fallopian tube") and complication of device insertion ("a second attempted essure procedure, this procedure was abandoned"), 5 months 3 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2007, laparoscopy with left salpingectomy (removal of her left fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation and complication of device insertion had resolved and the intentional device use issue and genital haemorrhage outcome was unknown. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and intentional device use issue to be related to essure (ess205). The reporter commented: plaintiff's symptoms were resolved with the removal of her left fallopian tube. Trailing coils: right- 8 coils, left- no coils visible post release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: right fallopian tube occluded (cont). The left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Pregnancy test - on (B)(6) 2007: negative. Diagnostic results: on (B)(6) 2007: hysterosalpingogram: right fallopian tube was occluded, left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Hcp recommended that another coil be placed in the left fallopian tube. On (B)(6) 2007: hysteroscopy examination for second attempt of essure insertion in left tube, essure bent during placement attempt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Lot number, reporters, lab data and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end') in a 27-year-old female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "the coil bent as doctor tried to place essure procedure" on (B)(6) 2007. Medical conditions: she had not experienced severe abdominal and pelvic pain before essure on (B)(6) 2007: hysterosalpingogram: right fallopian tube was occluded, left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally. Hcp recommended that another coil be placed in the left fallopian tube. On (B)(6) 2007: hysteroscopy examination for second attempt of essure insertion in left tube, essure bent during placement attempt. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2007, the patient experienced intentional device use issue ("it was recommended that another coil be placed in the left fallopian tube") and complication of device insertion ("a second attempted essure procedure, this procedure was abandoned"), 5 months 3 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2007, laparoscopy with left salpingectomy (removal of her left fallopian tube)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation and complication of device insertion had resolved and the intentional device use issue and genital haemorrhage outcome was unknown. The reporter considered complication of device insertion, device dislocation, genital haemorrhage and intentional device use issue to be related to essure (ess205). The reporter commented: plaintiff's symptoms were resolved with the removal of her left fallopian tube. Trailing coils: right- 8 coils, left- no coils visible post release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: right fallopian tube occluded (cont). The left fallopian tube shows lateral position of the essure device, opacification/filling of the medial half of the fallopian tube, then no free spill from the fimbrial end. The tube may be occluded laterally.. Pregnancy test - on (B)(6) 2007: negative. Diagnostic results: lot number:620749 manufacturing date:2006-09 expiration date:2008-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jul-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.